Event description:
It was reported in the article that the patient presented with a baseline internal carotid artery occlusion with a national institute of health stroke scale (nihss) score of 25. The original clot was removed using a non-stryker retrieval device and the residual m3 middle cerebral artery thrombus was removed using the subject retrieval device. The procedure was completed with a thrombolysis in cerebral infarction (tici) score of 2b. However, post procedure the patient suffered a ph2 (parenchymal hemorrhage) with no new infarct. Post procedure the patient¿s modified rankin scale was measured of 4. No vessel perforations, dissections, or subarachnoid hemorrhage were noted. No further details were provided.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between february and december 2014. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated patient complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication. Dr.raul g nogueira et al. J neurointervent surg january 2015.